Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information states the occurrence of a type ia endoleak which has resulted in a secondary intervention. It has not been possible to investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is received. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: an (B)(6) male patient underwent tevar with two tx2 devices. The patient was suitable for the procedure and the procedure was conducted as labeled. Then, proximal type I endoleak was confirmed by confirmatory angiography. Therefore, the user attempted to treat the endoleak with tbe-38-77-pf/ lot# e3454612. However, because the device was found to be stuck out of the sterilized pouch, another back-up device (esbe-38-77-t-pf/ lot:e3305827) was used instead. The type ia endoleak was resolved with the back-up device and the procedure was competed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence